Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Episode #6 monitored at/af episode data is invalid. (B)(4).

Event description:
It was reported that invalid data was noted on the implantable cardioverter defibrillator (ICD) during an episode. It seemed to be due to a bug in the firmware that failed to recognize the episode following a request to turn on the electrogram storage. This resulted in failure to store the electrogram waveform data with the marker for that episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.